Event description:
Additional information received indicated the device was explanted and replaced to resolve the event.

Event description:
It was reported that the device entered backup mode due to a firmware related issue. Abbott technical support was confirmed the event and a device replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.